Event description:
During aaa repair in 2007, a renu device was placed. Post angiogram revealed a proximal type I endoleak. The physician used a coda balloon to dilate it again. Another angiogram revealed the endoleak was still present. The physician said, the patient pressure was compromised during the procedure, dropping very low and requiring medical intervention from anesthesia. The physician placed a main body extension to give radial reinforcement to the proximal neck. Another balloon dilation completed and angiogram revealed a continued proximal endoleak. The patient's blood pressure was still compromised and being medically treated to stabilize the patient. The physician felt from the angiogram that the main body extension was encroaching on the only renal artery, which was the left. After consulting with another physician, it was decided to stent the left renal artery to help preserve the blood-flow to the kidney. During this time the patient's blood pressure dropped and open conversion was then performed. When the surgeon opened the patient's abdomen it was filled with blood. The rupture of the aorta was located but the surgeons did not feel that it could be repaired. The patient's blood pressure remained low and then patient went into v-fib. Open heart massage was performed along with internal cardiac shocks. Heart rate and blood pressure was re-established and the patient expired on the table. There was no autopsy. Patient had history of chronically occluded left renal and right renal nephrectomy, possibly due to renal cancer. Refer also to 1820334-2008-00037 and 1820334-2008-00038.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. Based upon the information provided we are unsure why the patient's blood pressure initially dropped. Cook's instructions for use does indicate that if the coda balloon catheter is being utilized to expand a vascular prosthesis, use the radiopaque markers to ensure that the entire balloon is positioned within a vascular prosthesis. The appropriate individuals have been notified of this matter.